Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6.5 mmol/l at the time of the incident. Customer said that she was in swimming pool then error occurred. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Issue was not resolved by troubleshooting. There also crack on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error due to blank display. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.